Manufacturer narrative:
(B)(4): implanted device remains.

Event description:
Per the clinic, the patient underwent a revision surgery on (B)(6), 2011, to place a longer abutment on the fixture and to place a skin graft around the implant site.